Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose was 400 mg/dl. The patient treated via manual insulin injection and her blood glucose decreased to 39 mg/dl. The patient then ate food. During troubleshooting there were no anomalies noted on the insulin pump. The device programming was accurate. The insulin pump was not returned for analysis.